Manufacturer narrative:
On 27sep2023, the authorized service personnel (asp) stated that the flow sensor assembly was replaced to resolve the device issue. The device was confirmed to be returned to full functionality.

Manufacturer narrative:
H10: in a good faith effort (gfe) response from the asp received, it was again confirmed that the service and repair of the device was awaiting the backordered flow sensor. As the customer confirmed part was requested but is currently backordered, the repair for this unit cannot be conducted at this time. The material has already been requested and an order for the part was placed to conduct the repair of this unit. The material ordered flow sensor assembly aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed. H11: the customer confirmed that the device was not in use at the time of the event.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the tidal volume could not be measured. The device was reported to be in use at the time of the reported problem. No patient harm reported. The authorized service provider (asp) recommended checking the data acquisition (da) printed circuit board assembly (pcba) during onsite service. In a good faith effort (gfe) response from the asp received on 15aug2023, it was stated that the device had not been repaired yet because the part had not yet been shipped to the asp. This investigation is ongoing.